Event description:
It was reported that during a laparoscopic procedure, when the instrument was put into the intermediate position and ready to fire, it took excessive force to fire. The instrument had to be forced open. The instrument cut, but did not staple causing excessive bleeding. The case was converted to an open splenectomy from a laparoscopic case.